Event description:
It was reported that an asymptomatic patient presented in clinic on (B)(6) 2017. It was noted that the right atrial lead exhibited high capture thresholds; all other measurements were in range. X-ray revealed the lead was dislodged. As the patient was asymptomatic, the physician elected to perform no intervention and to continue monitoring the patient. The lead recently started exhibiting noise. The patient presented in the surgery on (B)(6) 2018 for lead revision. During the procedure, the stylet could not be inserted all the way. The lead was explanted and replaced. The patient was in stable condition prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.